Manufacturer narrative:
(B)(4).

Event description:
Patient's spouse contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's spouse did not report any injury or medical intervention.